Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, splitting of the sheath was not as smooth as usual. After clip deployment, the device using force was difficult to remove from the pt's artery. The physician removed the device and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.